Manufacturer narrative:
The technician found the casters were cracked and badly worn. The technician replaced the casters and adjusted the brake to repair the bed.

Event description:
Info received indicates the front brake caster will still move when the bed is in brake.